Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. It was also reported that the insulin pump had a no delivery alarm. The infusion set was changed and the customer noticed her blood glucose continued going high.